Manufacturer narrative:
(B)(4). The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device with lot number 30262278m, and no internal actions related to the reported complaint condition were identified. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old male patient underwent an ischemic ventricular tachycardia ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis and surgical intervention. After the procedure, during lag time there was a blood pressure issue (there may have been a drop in blood pressure but it was not confirmed). An ultrasound technician was called in to do a transthoracic echocardiogram and confirmed a cardiac tamponade. A pericardiocentesis was performed and an unknown amount of fluid was removed. The patient was sent to the operating room for a sternotomy to repair puncture site and was reported to be in stable condition. Extended hospitalization was required in the cardiovascular intensive care unit. Patient condition is improving. Physician¿s suspected a perforation was caused with either a burn or a high force applied in the burned area. Patient had previously experienced an anterior myocardial infarction (mi), so the tissue was scared and weak. Event is believed to have occurred during the ablation phase. There was a high force alert during the ablation. Patient had a history of an ejection fraction of 20%, implantable cardioverter defibrillator placed on (B)(6) 2011, spinal stimulator and post anterior mi. Transseptal puncture was performed with a baylis brk-1 xs series. There was no evidence of a steam pop. Flow setting was thermocool smart touch sf 8ml/min low flow and 15ml/min high flow. Visitag was used with total time being displayed on color, force vector was displayed, dashboard was visible, max distance 3mm, minimum time 3 seconds, force over time 25% minimum force 3 grams, respiration adjusted, color option time, custom 0 to 10 sec color display. Since cardiac tamponade may be life threatening; might result in permanent impairment of a body function or permanent damage to a body structure; or required medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure it is MDR reportable. The high force issue was assessed as not reportable. The issue was highly detectable when occurring. The potential that it could cause or contribute to a death, serious injury, or other significant adverse event was low.